Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011 company representative reported patient stated, he has concerns with the infusion sets not going in and receiving elevated blood glucose levels. Treatment received was not provided. Attempts to contact patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.